Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit's delivered ipap and epap pressures do not match what is set and what is delivered. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date of report: 12oct2018. Date of manufacturer: 10oct2018. The customer reported that the respiratory therapist used a different (unknown) patient circuit and the unit did not work. The customer resumed use of a philips circuit and the device "worked fine". No parts were returned to philips, therefore, a root cause could not be established.